Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they experienced low blood glucose in the 30's mg/dl or lower. The customer stated they have been experiencing low blood glucose since (B)(6) 2019. The customer did not mention how they treated or any symptoms. The customer was wearing the insulin pump during the incident. The customer alleged the insulin pump was over delivering. The customer indicated the retainer ring was fined. Troubleshooting was completed but did not resolved the issue. The customer indicated the insulin pump was exposed to a magnetic field in airport scanner. Displacement test was performed and passed. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the motor test out side of the device and no motor error alarm noted. Device passed the delivery accuracy test at 0.08695 inches. Device was downloaded properly using carelink pro.(B)(4).